Event description:
It was reported that the ilet pump piston would not rewind, leading the user to stop wearing the device. Symptoms included no adverse clinical effects reported. Outcomes included no change in clinical status, no medical or surgical intervention, and no hospitalization. Investigation included a review of device history and technical support assessment. Investigation of this case revealed a mechanical malfunction related to the piston rewind function could not be confirmed without device evaluation. It was concluded that the event was device-related and the root cause remained undetermined pending return and analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.